Manufacturer narrative:
(B)(4). Date sent: 11/20/2023. B3: exact date is unk. Assumed first day of the month. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a linx device is "broken" after a 1.5t MRI. X-ray showing device is no longer functioning.